Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31077693l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using an octaray mapping catheter and the patient experienced complete heart block that required coronary angiogram. While mapping the left atrium with the octaray mapping catheter, the patient went into complete heart block. They started pacing from the right ventricle (rv) catheter and coronary angiography was performed which confirmed that they were clear. The patient was restored to normal sinus rhythm after 23 minutes. The procedure was then continued and subsequently completed. The physician's opinion on the cause of the adverse event is that it was patient condition related. Intervention performed included angiogram. Patient improved. Patient did not require extended hospitalization.